Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6). Operative report. Preoperative diagnosis: incisional hernia status post combined kidney and pancreas transplantation. Postoperative diagnosis: incisional hernia status post combined kidney and pancreas transplantation. Procedure: repair of incisional hernia with mesh using 10 x 15 cm, 1 mm thickness, dual gore-tex mesh. Anesthesia: general. Assistant: jamison m. Foster, do. Estimated blood loss: minimal. Complication: none. Drains: none. Disposition: recovery room stable condition. Statement of medical necessity: (B)(6) is a 42-year-old caucasian female with end-stage renal disease secondary to type 1 diabetes who is status post combined kidney and pancreas transplantation. The patient had previous incisional hernia in her midline incision which was repaired with mesh. However, she developed another hernia superior to the old one in the subxiphoid area in the upper end of her midline incision. Therefore, she was scheduled for surgical repair. The patient understood the risk of procedure, formal consent was obtained. Description of procedure: ¿the patient was taken to the operating room, placed upon the operating table. General anesthesia was administered successfully. Foley catheter was placed. The anterior abdominal wall was prepared and draped in the usual sterile fashion. A midline incision was then made extending from the umbilicus to just 2 inches above the umbilicus in the scar of her previous incision. Dissection was carried down. Incisional hernia sac was identified. Hernia sac was opened and there was found omental adhesion between the hernia sac and the anterior abdominal wall. This omentum was dissected from the hernia sac and pushed back into the abdomen. At this time, I identified a defect, an almost 2-inch defect. We felt that a mesh repair was warranted. A 10 x 15 cm, 1 mm thickness dual gore-tex mesh was placed and oriented, the rough surface facing the outside. The mesh was secured to the underlying of the fascia using a permanent tucker. I placed 1.5-inch overlapping achieve all around. The mesh was placed tension-free. Finally, we were very satisfied with the repair. The remnant of fascia was closed above the mesh using multiple interrupted stitches of #1 surgilon. Scarpa fascia was closed using 4-0 dexon, the skin was closed using stapler. Dressing was placed. The patient tolerated the procedure well, transferred to recovery room stable condition. I was present for the entire procedure.¿ (B)(6) 2013: (B)(6). Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 10433835. W.l. Gore & associates. Exp 03/2015. Product name: gore dualmesh 10cm x 15cm. Implanting physician: (B)(6). The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/ 10433835) was implanted during the procedure. (B)(6) 2013: (B)(6). Implant record. Mesh dual plus, 10x15x1mm ¿ implanted. Manufacturer: old_w l gore. Model/cat #: 1dlmcp03. Lot #: 10433835. (B)(6) 2019: (B)(6). (B)(6). Operative report. Preoperative diagnosis: infected hernioplasty mesh, subsequent encounter. Postoperative diagnosis: infected hernioplasty mesh, subsequent encounter. Procedure: exploratory laparotomy, lysis of adhesions >30 minutes, excision of infected mesh. Intraoperative findings: infected gore mesh. Estimated blood loss: 50 ml. Complications: none. Specimens: 1: mesh; type: permanent; source: medical device; tests: surgical path request. A: mesh; other: medical device; test: fungus culture, acid fast culture, bacterial culture and direct smear, lesion, tissue. Operative indications: patient is a 48-year-old female who has a significant past medical and surgical history who presented to clinic with infected hernia mesh, originally placed by transplant surgery in 2013. She has been experiencing drainage and desires mesh removal. The risks, benefits and alternatives of the procedure were explained to the patient and the patient agreed to proceed and signed informed consent in front of a witness. Description of procedure: ¿after preoperative identifying the patient in holding, the patient was brought to the operating room and placed supine on the operating room table. Scds [sequential compression device] were placed. After induction of general anesthesia, appropriate perioperative antibiotics were administered. The operative site was prepped and draped in the typical sterile fashion. A jacho approved time out, where the name of the patient, the operation, and intended site was confirmed. The procedure was begun. A midline laparotomy was made over the existing scar. This was carried down to the level of the fascia and the fascia was scored. The abdomen was entered sharply cephalad to the mesh. Adhesions to the anterior abdominal wall were taken down as the laparotomy was opened further. The mesh was divided to allow adequate intraabdominal visualization. There was purulent fluid around the mesh and the majority of the mesh was not well incorporated. There were loops of bowel at the inferior aspect of the wound that were taken down with metzenbaum scissors. The small bowel that had been adherent to the mesh was carefully taken down. There was no evidence of fistula. There was a small serosal tear that was repaired with 3-0 silk in a lembert fashion. Once the anterior abdominal wall was free of adhesions, attention was turned to removing the mesh. The mesh was, again, largely not incorporated and was easily removed with traction. There were several metal tacks and permanent sutures that were also removed. Once hemostasis was confirmed, the fascia was closed with 0 maxon in an simple running fashion. The skin was packed with moist kerlix and sterile dressings. After confirming twice that the sponge, needle, and instrument counts were correct, the procedure was terminated, the patient was extubated and transferred to the recovery room in stable condition. Of note, dr. Narula was present for the entirety of the operation. Disposition: stable to pacu [post anesthesia care unit].¿ (B)(6) 2019: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2019 procedure was not provided.] (B)(6) 2019: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2019 procedure was not provided.] (B)(6) 2019: (B)(6). Discharge summary. Infected hernioplasty mesh, other diagnosis, status post exploratory laparotomy. History of esrd [end-stage renal disease] on hd [hemodialysis], mi [myocardial infarction], failed kidney/pancreas transplant x2, taken to the or on (B)(6) 2019 for exploratory lap, excision of infected hernia mesh, postoperative course was complicated with pain and delayed return of bowel function. Removed mesh culture was positive for mrsa [methicillin-resistant staphylococcus aureus]. I discussed the importance of rehab, patient refused and insisted she go home. (B)(6) 2019:(B)(6). Operative report. Preoperative diagnosis: evisceration of bowel. Postoperative diagnosis: evisceration of bowel. Procedure performed: 1. Abdominal wound exploration. 2. Skin closure at site of wound dehiscence. Assistant: (B)(6). Anesthesia: general. Estimated blood loss: minimal. Complications: none. Intraoperative findings: there was a small bowel loop which had eviscerated and was incarcerated. We were able to free up the lateral fascial edge, as well as immediately superiorly in order to reduce the small bowel. However, there was small bowel densely adherent along the edges of this fascia, and due to concern for bowel injury with further manipulation, it was deemed most appropriate that we proceed with the skin closure. There was no healthy fascia. Indications for procedure: (B)(6), is a 48-year-old female with a past medical history significant for multiple comorbidities including failed kidney/pancreas transplant, and hemodialysis dependence. She had recently undergone an explantation of infected mesh on (B)(6) 2019. At that time, the patient's fascia was closed with a running looped maxon x2, and the skin had been packed with wet-to-dry dressings. She returns to our ER today with a small bowel loop that had eviscerated through the midline. Therefore, it was deemed most appropriate that the patient undergo surgical exploration due to concern for incarceration. Details of procedure: ¿the patient was transferred to the operating room suite and placed on the or [operating room] table in supine position. Preoperative antibiotics were administered. General anesthesia was induced and endotracheal intubation was performed. Pressure ulcer prevention measures and scds [sequential compression device] were put in place. The patient was then prepped and draped in the usual sterile fashion. A jcaho approved time-out was performed in order to confirm the patient identity, the intended procedure, and to introduce all personnel involved. The procedure began with a midline exploration. It was noted that the patient's herniated small bowel loop was in fact incarcerated, and was able to be isolated from adherent scar and fascial tissue at the superior and lateral aspect. This allowed us to reduce the small bowel loop. However, the patient was noted to have several densely adherent small bowel along that midline incision, and along the scar and fascial edge. This was not amenable to further dissection in order to allow fascial, closure, or even enough purchase to allow placement of gore-tex mesh for temporizing closure. Therefore, it was deemed most appropriate that patient undergo a skin closure above the fascial scarred area of dehiscence. This was performed with interrupted nylons along that area, as well as superiorly and inferiorly to the defect. We then packed the remaining wound defects with wet-to-dry kerlix gauze with normal saline soaks. This was covered with an abdominal binder. Hemostasis had been confirmed. An abdominal binder was applied at the completion of this case. This concluded our surgical procedure. All sponge, needle, and instrument counts were correct x2. Attending physician, dr. Needleman was present for the entire procedure.¿ (B)(6) 2019: (B)(6). Discharge summary. Evisceration of bowel, wound dehiscence. History of cad [coronary artery disease] on plavix, vhr [ventral hernia repair] complicated by mesh infection status post explantation (B)(6) 2019 who was taken to the operating room on 2/11 for dehiscence with evisceration of loop of bowel. Tolerated the procedure well, postoperative course uncomplicated, although cautious given extent of surgery. Dressing changes bid [twice a day] with abdominal binder at all times. Will be discharged to home with home health, will follow up with (B)(6) on (B)(6) 2019. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2019: (B)(6), vital statistics. Certificate of death. Death at age 49 years. Place of death: decedent¿s home. Immediate cause: end stage renal disease due to or as a consequence of type I diabetes mellitus. Manner of death: natural. Autopsy: no. Did tobacco use contribute to death: unknown. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial for instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10433835. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent incisional hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal requiring an additional surgery. Additional event specific information was not provided.